Manufacturer narrative:
Device evaluated by MFR.: the stent was not returned for analysis. A visual and microscopic examination identified no damage or issues with the stent cups or the stent holder. The stent impression was evident on the stent holder. A visual and tactile examination found the outer to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual examination of the inner shaft found it to be completely detached from the metal shaft at its bond. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16jul2020. It was reported that stent failure to deploy occurred. A 07f 10 090 placehit biliary wallstent stent was advanced to treat the lesion. However, during procedure, the entire stent could not be withdrawn from the delivery system. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed an inner shaft detached.